Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose of 17.7 mmol/l (318.6 mg/dl) due to the infusion device not delivering insulin correctly. Normal blood glucose is 9 - 10 mmol/l (162-180 mg/dl), and pt attempted to correct hyperglycemia by delivering a bolus through the infusion device. Pt noticed a small air bubble in the infusion set, and she removed the air bubble by completing a prime. The air bubble "went back and forth" in the tubing and was eventually removed. The luer lock was securely connected to the adapter. Adapter, battery, and infusion set were used per spec. Pt believes the piston rod was not moving forward as it should, but no errors were received on the infusion device. Pt removed the cartridge and rewound the piston rod, and then she advanced the piston rod to 0. Pt reported a "snapping noise" occurred when the piston rod was at the 120 unit mark and when the piston rod was retracting. Infusion device was not exposed to water or insulin ingress, and it was not dropped on a hard surface. Infusion device, battery, and battery cover were replaced and requested for eval. Infusion set was also requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.